Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reports while driving they had a seizure and had blacked out causing an accident. The patient was taken by ambulance to the hospital emergency room. Once at the hospital while the patient was unconscious the pod was removed. The patient reports receiving supportive care and no changes had been made for diabetic care. The patient reports they were at the hospital for less than 24 hours. The patients pod will not be returned as it has been discarded.